Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient had not been adjusted since at the clinic, they said he was good to go and was told to find a physician here. The patient reported having an appointment on (B)(6) 2017. The patient reported that after their third surgery there were problems. The patient reported that after the clinic fixed the issue from the third surgery (with a fourth surgery) ¿ being on pain management currently and with the clinic¿s pain department 14 months total ¿ he was titrating from a lot of pain medications ¿ the pain came back when he got to 60 mg of oxycontin ¿ epidurals did not work after 24 hours. The patient reported that his physician thought that would be the best to go back up with medications. The patient reported that he had to turn off their neurostimulator (ins) because it was causing the triangulated spots on his back. The patient reported that he had to turn it off because when he turned it on, the sensation was climbing up his back next to his spine. The patient reported that it was tingling from his back but was wrapping around and causing uncomfortable pulsations in his ribs. The patient reported that he had to turn it off because of this. The patient reported that his lower back pain had come to the fore front. The patient reported that the bit of medications and the ins helped with the pain. The patient reported that he was always in pain and that the stimulation and little bit of medication made his life livable. The patient reported that he noticed the spots on his back and noticed the stimulation was doing weird things. The patient reported that the sensation was going from back to lower floating ribs on side of rib cage down from left arm pit. The patient reported that he did not fall, move strange, pick up anything he couldn¿t, so he didn¿t know why it was doing this. The patient reported that he turned the ins off because it had gotten worse. The patient reported that he tried to turn it on to get relief for his back and the tingling started to go up the left part of back next to the spine, crawled up from lower back to bottom of neck, wrapped around and was in lower ribs and uncomfortable. The patient reported that he was not getting coverage just in his lower back where it was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported that they have been having a problem with their implantable neurostimulator (ins), and it has been off for the past 3 days. The patient began stating that their lower back has been ¿killing them¿, and they noticed they were getting a sore spot behind their scapula on their right shoulder and down their lower back. They mentioned having 15 pins and several (4-5) previous surgeries for their back. They noted another sore spot down near their 2nd floating rib on their right side, which was located in an exact straight line (90 degree row) from the other sore spot on their scapula. The patient reported that they also have a 3rdsore spot near their 6th rib; all of the sore spots lined up form a ¿triangulated¿ pattern. It was noted that the sore spots go away when the ins is turned off. They mentioned that the sore spots hurt very badly and also that they cannot turn their torso. The patient stated that the muscle in between their ribs also hurts, so for a while they thought they pulled a muscle, but can¿t do anything. They noted they turned on their ins because they needed to use it. However, a couple of days ago they noticed that every time they turn on the ins, they have to turn it back off because their upper back gets sore, and they feel electricity in their scapula that climbs up their spine. The patient stated that has never happened before, until recently. The patient currently has their ins off, and their lower back is in pain has returned as a result. The patient does not know what¿s going on, but reported a fall that could be related to the issue. They noted that they are still taking medication, but they decreased that by about 70% since being implanted. The patient was in the process of finding a healthcare provider. They were to follow up with a healthcare provider to have their device checked. Additional information received from the manufacturing representative (rep) indicated that the patient¿s stimulation changed in the sense that they felt it wrap around their ribs, as well as getting close to their sore spots. It was also stated that the stimulation is going to the patient¿s legs, which it never has before. Impedances were checked; electrodes 0 and 8 were above 10,000 ohms. The patient¿s 4 groups that were available to them were programmed around those electrodes. As the patient was being programmed near the electrodes, the patient felt a burning sensation in their left ribs, scapula, and bilateral buttock area. The rep was able to program using the bottom 4 electrodes in order to get the patient low back coverage, however there was still some stimulation in the left knee region. After the reprogramming was finished, the burning sensation and uncomfortable stimulation in their ribs was gone, but the stimulation in the knee remained; the patient agreed they could tolerate the knee stimulation. The faulty impedances remained the same. The patient was implanted for failed back surgery syndrome and spinal pain. No further complications were reported.